Manufacturer narrative:
Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the sapien xt valve instructions for use (IFU) and the thv training guide, interference with the mitral valve function is a known potential complication associated with the transapical tavr procedure. Mitral valve function impairment can result from the guidewire and delivery system misplacement. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause for the difficulty crossing the native aortic annulus appears to be mitral leaflet entanglement. It is also possible that the annulus was very tight as bav had not been performed prior to insertion of the delivery system. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference mfgr report # 2015691-2014-02828.

Event description:
Three days post tavr procedure the patient developed mitral regurgitation (mr) requiring the implantation of a mitral clip. During the transapical tavr procedure, after the ascendra + sheath was placed in the lv apex the patient¿s blood pressure (bp) began to drop. Chest compressions were performed and cardiopulmonary bypass (cpb) was initiated. After cpb was established the first valve had been crimped for one (1) hour and the decision was made to prepare a new valve for aortic placement and not use the first one. A second 26 sapien xt valve was prepped and crimped. Upon delivery of the valve to the annulus there was resistance met in the lvot/annulus and the valve would not advance into the proper deployment area of the annulus. Tee did not demonstrate the wire was entangled in mitral leaflet however the delivery system/valve would not advance. The wire, delivery system/valve and sheath were removed. A new ascendra + sheath was placed and the wire was again positioned across the native valve and into the abdominal aorta. A bav was performed with a 20 x 3 edwards balloon. A third 26 sapien xt valve was prepped and crimped. The valve was delivered to the annulus and deployed. It was later reported that the patient had a mitral clip performed 3 days post tavr with exceptional results. The patient¿s mitral regurgitation was believed to have been caused by leaflet entanglement during the tavr procedure. The patient passed away 9 days after the procedure. The official cause of death is unknown.